Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of medial retinacular repair surgery of the left knee performed on (B)(6) 2018 using healix advance br with orthocord, the patient had a revision surgery on (B)(6) 2018 due to a post-operative infection. According to the report, the revision surgery included: medial retinacular repair, neox graft application, lavage and drainage, synovectomy, lysis of adhesions, and manipulation under anesthesia. It was further reported that the patient experienced joint stiffness and postoperative arthrofibrosis sometime on (B)(6) 2018. The current status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of medial retinacular repair surgery of the left knee performed on (B)(6) 2018 using healix advance br with orthocord, the patient had a revision surgery on (B)(6) 2018 that included medial retinacular repair, neox graft application, lavage and drainage, synovectomy, lysis of adhesions, and manipulation under anesthesia due to a post-operative infection on (B)(6) 2018. According to the report, the patient had postoperative pain, joint stiffness and arthrofibrosis on (B)(6) 2018. It was further reported that the patient experienced joint stiffness and postoperative arthrofibrosis sometime on (B)(6) 2018. The current status of the patient was unknown. No additional information was provided.